Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that a provisional for tibial block broke during trialing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A device evaluation showed the instrument had fractured into 2. There was also some slight deformation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause for this event is likely wear and tear of the device from being used. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.